Event description:
It was reported that the customer inserted a new sensor when the customer had low blood glucose levels. The customer's blood glucose was 49 mg/dl. When the customer calibrated the sensor, the threshold suspend alarm never went off despite being low. The customer later realized that the insulin pump was already in threshold suspend and that he did not hear the alarm earlier. Advised to monitor the issue and call back if it recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.